Manufacturer narrative:
(B)(4).

Event description:
Information was received which indicated that the physician requested replacement usb cables. Follow-up communication found that the physician had been having communication issues for six months. A company representative performed troubleshooting and found that replacing the usb cable resolved the issue. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.